Manufacturer narrative:
Initially, an unknown UDI was reported. This report is being filed as partial UDI information was identified. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
There has been no indication that lens has been explanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a female patient (high myope) got a great distance result after the implantation of a zxt150 symfony toric intraocular lens (iol) in her left eye. (Iol diopters: 7.00 zxt150 at axis 75 degrees) however, she has been unsatisfied with her reading vision and has bad glare. The patient has a consult for a lens exchange. No further information was provided.

Manufacturer narrative:
Upon further review of this file it was discovered that the patient¿s name/identifier has already been captured in a previous complaint and a MDR (9614546-2017-00576) was filed for that report. The duplicate report was not realized upon receipt as the serial number was initially unknown/not provided for the event reported under this MDR number (9614546-2017-00318). Therefore, no further information will be provided under this MDR number (9614546-2017-00318). All pertinent information available to the manufacturer has been submitted.